Event description:
The sales representative reports the facility introduced the licox unit (o2, temp, monitor, and icp) without difficulty. As the compression ring was turned, the correct amount of times (12 half turns), the icp pressure went from 22 to -65 immediately. The sales representative advised the surgeon to unscrew a little, as it may have too much pressure, but the pressure did not stabilize. The surgeon considered the icp catheter defective. There was no patient injury reported. The o2 monitor and the temperature catheter were not affected and worked as desired.